Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a sudden decrease in hearing performance. A damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The user suddenly can no longer hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly can no longer hear with the device.

Event description:
The recipient could suddenly no longer hear with the device. The hearing performance before the event occurred was good. The recipient has been explanted on the concerned left side.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.